Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain 4) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 11:05:54. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.